Manufacturer narrative:
Occupation is patient/consumer. The test strips were requested for investigation. No product was received for investigation. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Since the product was not returned for investigation, the cause of the event could not be determined.

Event description:
We received an allegation of a discrepant low inr result with coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. The result from the laboratory at 10:00 a.m. Was 2.6 inr. The result from the meter at 11:18 a.m. Was 1.8 inr. The patient has a therapeutic range of 2.0 ¿ 3.0 inr.